Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred requiring a pericardiocentesis. At the end of high power shot duration ablation, the patient became hypotensive. Ablation was completed and an echocardiogram showed a small pericardial effusion. A pericardiocentesis was then performed stabilizing the patient. There were a few occurrences of high force in the left atrium noted during ablation. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
Corrected information: d3, g1, g3, h2, h11. Additional information revealed the initial MDR for this event was reported under the incorrect MFR report number and manufacturing site. Corrected manufacturing site information has been provided in d3 and g1. The correct MFR number is 3008452825.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, UDI information(d4) and 510k(g3) are not available.

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred requiring a pericardiocentesis. At the end of high power shot duration ablation, the patient became hypotensive. Ablation was completed and an echocardiogram showed a small pericardial effusion. A pericardiocentesis was then performed stabilizing the patient. There were a few occurrences of high force in the atrium noted during ablation.